Manufacturer narrative:
(B)(4).

Event description:
During treatment, 5 minutes after the start of therapy, the filter of a polyflux 140h presented solution leakage between the end cap and the housing. The treatment was discontinued. No clinical symptoms or medical intervention was reported and no patient injury occurred. No additional information is available